Manufacturer narrative:
Investigation summary: no customer samples or photos were received in support of this complaint; therefore, 96 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly or that may affect tube pressure. Additionally, 10 retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes have a low draw volume. Product 367960, lot 2166083 is losing vacuum prior to completely filling on several blood draws."